Event description:
The end ring fitted into the mesh cage when checked during operation with x-ray. It came out after impacting in the mesh cage inside the patients body. Another device with the same dimensions was used and it fit with the same end ring. There was a one (1) hour surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown insertion instrument. Part and lot numbers are unknown; UDI number is unknown. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported, on an unknown date during an unknown spine surgery, that the end ring fitted into the mesh cage, when checked intra op with x-ray, came out after impacting in the mesh cage in patient¿s body. When the surgeon changed the device for a new one of the same dimensions it did fit in using the same end ring. After impact on the end ring, this one stayed tight and fitted with the mesh cage. There was no consequence on the patient. The surgery was prolonged by one hour. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).